Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the prosthetic screw was stuck, doctor was able to rescue the screw and noticed the hex of the implant was worn and does not screw properly. Doctor removed the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated implant was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and debris (bone residue) around the implant threads and external hex. The external hex is deformed and damaged. The internal drive feature is noted to contain a fragment of a screw, which is fractured from the removal attempt and too badly damaged to be retrieved. The reported product was located on tooth # 19 and used for approximately 11.5 years. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Also a complaint history review could not be performed without relevant item and lot information. Complainant reported that the prosthetic screw was stuck, doctor was able to rescue the screw and noticed the hex of the implant was worn and does not screw properly. Doctor removed the implant. Doctor indicated the prosthetic screw meant the abutment screw. Also noticed the hex of the implant was worn and he could not place another abutment screw into the same implant. The reported complaint is confirmed following inspection of the returned products. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . The following sections have been corrected: d11: concomitant medical products and therapy dates.

Event description:
No further event information is available at the time of this report.